Event description:
Dealer stated that 3 bolts came out of the seat pivot plate for a m51psemiblue power chair over a period of time. The last bolt allegedly came out when the user leaned to the side on the seat and bent the bolt and broke off part of the pivot plate. End user fell to the ground and hurt her knee, had a bandage on it. End user knew something was wrong with the chair, but didn't realize what, is in a homeless shelter and was unable to get in touch with anyone to get the chair fixed.